Manufacturer narrative:
Unit was received with no button response due to unlocked j2 keypad connector on lcd board. No cosmetic damage noted.

Event description:
The diabetes care manager reported via phone call that the insulin pump was not functioning properly. The caller stated that the customer was not able to access certain menus and features of the device. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.